Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to obtain readings from the sensor as the sensor has migrated from left pulmonary artery to the right side (confirmed via x-rays and fluoroscopy). Troubleshooting was tried which resolved the issue at the time, however it recurred. Surgical intervention may be taken at a later date to address the issue. Reportedly, the patient is a clinical study patient.

Event description:
Additional information received identified the patient had a software update and is able to transmit readings. The patient decided not to undergo any further surgical intervention.